Event description:
The following has been reported: nurse reported: infliximab was noted to be leaking from the cassette upon priming the medication. A new tubing set was needed for the medication and the drug volume within the prior primary tubing set was wasted. No sample available a preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
No sample or picture was available for investigation. Without the proper sample or picture it is not possible to determine the root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage. An internal investigation has been opened to investigate this issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.